Event description:
On (B)(6) 2011, the patient reported the up and down buttons of the infusion device are not responding while attempting to bolus. He noticed this in (B)(6) 2011. He stated when he holds the buttons down the infusion device does not vibrate. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.